Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during use in the uci, the user stated that the guide wire and dilator "doubled" and as a result, the catheter could not be placed. A new kit was used without issue to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6). The patient had a history of diabetes/heparin. Subclavian insertion site.